Manufacturer narrative:
No conclusion code available; final analysis found burnt marks on the circuit board which resulted in the device power anomaly.

Event description:
It was reported that the patient presented remotely via phone call. It was noted that the merlin.net transmitter would not power up after a power outage. The device was disconnected and reconnected but same issue resulted. The device was returned and exchanged.